Event description:
Customer complained of pain a week after the use of bravo ph capsule. The retained capsule was removed. The pt was not injured following the procedure attach.

Manufacturer narrative:
(B)(4). The information was updated in this supplemental.